Manufacturer narrative:
The reported event of noise was not confirmed. The final analysis found that as received,a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a patient presented for an implant procedure, during the procedure, the left ventricle lead exhibited noise episodes. The lead was not used and replaced. No adverse consequences reported on the patient.